Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the software was not allowing the site to edit the model efficiently. The software had a sagittal image as a 3d image. They also got a low-memory message. The one having an issue was cta test 2. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6) product ID: 9735737, serial/lot #:(B)(6) h3) onsite functional and visual examination was performed by a manufacturer representative. The system was determined to have a sof tware malfunction. A software analysis determined that software anomalies were causing the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.